Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6) 2009 reporting a blood spill within their orthopat machine. No injury or reaction was reported. Eval of the machine confirmed a major blood spill. The issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and (B)(4) device caused or contributed to the reportable event identified in this complaint. (B)(4).